Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Kinks were observed in the sheath assembly from femoral marker to the distal end. Imaging window separation at the lap joint area was observed in the sheath assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on additional information and device analysis completed on 28 july 2016.. It was reported no image occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified right superficial femoral artery. During procedure, an opticross¿ imaging catheter was used to view the target lesion. However, the image was lost. The device was removed from the patient. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good. Returned product analysis revealed an imaging window separation at the lap joint area. Additional information received indicated that the when the device was removed outside of the patient the imaging window separated at the lapjoint area in the sheath assembly.